Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of investigating the allegation of dialysate in the patient line. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to technical services that during a hemodialysis treatment the nurse heard the sound of water coming from the back of the dialysis machine and she noted it was "spaying out". At the same time she noted "clear fluid" exiting the dialyzer in the venous tubing. The nurse alleges the fluid was dialysate. She immediately stopped the treatment. The fluid did not enter the patient. The blood was not returned. Total ebl 300 cc. The patient did not require medical intervention. Treatment was not resumed per patient wishes. He returned for his next scheduled hemodialysis treatment and is continuing to dialyze without issue. The machine was pulled from service and tested by the biomedical technician. The issue could not be duplicated and the machine passed all functional tests. It is back in service with no further issue.